Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The analog board will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.